Event description:
It was reported that the device reached possible premature elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event. It was also reported that the patient had phrenic nerve stimulation from the left ventricular lead. The lead was capped and replaced. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the battery depletion was normal and met expected longevity.